Manufacturer narrative:
Product event summary: at analysis the stated reason for return was confirmed, the touch screen was out of specification, and it was additionally noted that there were errors in the update history. The touch screen assembly was replaced and calibrated, the device was cleaned, new software was installed and it then passed its functional, electrical and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with the programmer's pen calibration and it was not resolved by a calibration procedure. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.